Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and identified that the pump had improperly shutdown battery mode with customer's battery. A review of the event history log revealed multiple "improper shutdown!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the damaged standard battery. The battery required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the pump improperly shut down when tested on battery mode with customer's battery. No additional information is available.